Event description:
It was reported that the device was explanted after an implant duration of approximately 57.2 months, due to mitral stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through followup with the health-care provider, we received a copy of the operative report. It was also mentioned that the device is available for evaluation; however, upon another attempt to request the device, we were notified that the device was sent to an off-site company (ameripath). We contacted ameripath, but were denied access to the device, due to their compliance regulations. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.